Event description:
The recipient has reportedly stopped wearing their processor. During programming, the recipient reportedly felt pain and device testing could not be completed. Recipient was treated with medication (type unknown); however, the issue did not resolve.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was treated with pain pills (type unknown). The medication did not resolve the pain. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up were unsuccessful. The recipient has not contacted the facility for further follow-up. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.